Event description:
Multiple concerns with epidural tubes leaking. All tubes with same lot number were removed from stock. The tubing leaks from the distal end where the port is connected. This is a recurring problem across multiple lots. The problem cannot be detected until the line is in the patient and in use. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and in multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem.